Event description:
Pt 74 years-old with severe cad went in for CABG and avr. During surgery, pt unstable, unable to get him off bypass. Attempts x2 to insert 40 cc (9.5 fr) balloon. Both balloons felt to be defective by or staff secondary to apparent blood in balloon. Pt did expire but not because of balloon malfunction. Met with MFR representative who explained that the way the balloon is packaged, i.e. Folded, it makes "channels" and the blood naturally travels back along these parallel folds to the balloon/catheter junction. This may be perceived as a "ballloon leak." This is what rptr thinks occurred but the MFR is checking both balloons to find out.